Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling over the inferior mesenteric vein on a laparoscopic low anterior resection procedure, the reload fired completely but the surgeon could not retract the knife blade and open the jaws. It was also reported that the green flashing light indicating fire mode remained on at all times. The surgeon removed the adapter and put back on again to get the device to open the jaws but it was failed, so then the fire button was pressed simultaneously on both sides for 10 seconds to reboot the device to resolve the issue and it worked. The surgeon was able to retract the knife blade very slowly and then opened the jaws. Another shell and power handle was used to complete the case. There was no patient injury.